Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that a patient¿s pump pocket appeared infected and infection was reflected in patient¿s labs (cultures of the device pocket were sent, the organism was unknown), so the pump and catheter were completely explanted and discarded on the date of this report. The pump would be replaced in the future. Antibiotic treatment was required. The device issue was reportedly resolved. The pump was used to infuse gablofen (baclofen). Follow up was conducted to obtain additional drug information, medical history, and to determine if the infection had resolved. If additional information is received a follow up report will be sent.